Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a "check syringe plunger sensor" during the power on self-test. The cause of the customer reported problem was the plunger printed circuit board (pcb) failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the plunger assembly kit with plunger pcb.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a check syringe plunger sensor error. There was unknown patient involvement.